Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump data logs were erased. The customer's blood glucose level was not impacted. The customer reported would continue to use the pump until replacement arrived for insulin therapy.